Manufacturer narrative:
The investigation for the reported issue has been completed. Complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes. If needed, patient hemodynamics and impella position can be monitored with imaging the console will not need to be returned from the field. The transient loss of placement signal could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller ( aic) emitting a controller error alarm during support with intermittent placement signal issues. The initial aic was replaced, and the case continued. The patient survived the explant, bur expired at the end of procedure. There is not enough information to exclude the impella device as an associated factor in the patient's demise.